Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed to boot up. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 20jan2025, it was stated that the customer did not replace the power management (pm) printed circuit board assembly (pcba). The customer did not accept service by philips, so no repair was completed. Due to the customers refusal of service, philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.